Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation in the anterior descending coronary artery. The 2.8x19 mm graftmaster covered stent could not be implanted as a rupture in the balloon was noted. The device was removed with difficulty. A non-compliant balloon was inflated for a prolonged period in order to seal the perforation and heparin was reversed with protamine. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported activation failure was confirmed. The reported material rupture was not confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues and treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.